Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance.

Event description:
It was reported that there was premature battery depletion and an elective replacement indicator was triggered on the device. The device was extracted and replaced. No patient complications were reported as a result of this event.